Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 67 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt has not returned for regular follow ups since 2008. It was reported that the pt returned with an emergent aneurysm rupture approx 1 month ago. The physician commented that the rupture may have been due to disease progression; however, this was not confirmed. The pt was converted to a successful open repair with explant of the stent graft. No add'l clinical sequelae were reported, and the pt is fine. The explanted graft was discarded by the user facility.

Manufacturer narrative:
(B)(4). Eval, results: (disease progression), (aneurysm rupture). Eval, conclusion: (disease progression).